Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) evaluated the unit and failed the pneumatic interface module test. The fse replaced the pneumatic module assy. The unit passed all functional and safety test in accordance with the manufacturer's specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use, the cardiosave intra aortic balloon pump (iabp), had ¿gas loss¿ alarm approximately every two hours. There was no harm or injury reported.